Manufacturer narrative:
Citation: veulemans v stent fractures after common femoral artery bail-out stenting due to suture device failure in tavr. Vasa. 2018 aug;47(5):393-401. Doi: 10.1024/0301-1526/a000712. Epub 2018 jun 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding stent fractures after common femoral artery bail-out stenting due to suture device failure in transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2013 and 2015. The study population included 389 patients (predominantly female, mean age 81 years), 279 of which were implanted with medtronic corevalve bioprosthesis. No serial numbers were provided. Among all patients, adverse events attributed to corevalve included: stroke, myocardial infarction (mi). No intervention was reported for these observations. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. Among all patients, adverse events attributed to delivery catheter system (dcs) included vascular access site related complication like major bleeding that required intervention. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between medtronic product and the observed malfunction. No additional adverse patient effects or product performance issues were reported.